Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. Product /data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5 describe event or problem - correction g6 type of report- follow up h1 type of reportable event- malfunction h2 type of follow up- correction / device evaluation